Event description:
Related manufacturer reference number 3006705815-2022-17599. It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000092341.

Event description:
Additional information indicates the system was explanted on an unknown date. An abbott rep was not present.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Explant date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.